Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and other transient elevated power caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this device declared safety mode, which was observed while interrogating the device to gain device settings and history for generator replacement. The patient had a history of being pacemaker dependent. During the replacement procedure, extra measures were enabled to maintain a safe environment to replace the device. This included attaching external defibrillator pads, having the pacing system analyzer cables ready to pace the left ventricular epicardial lead, which the implanter decided to remove from the device header first. Additionally, IV isuprel was administered to encourage intrinsic rhythm, which was successful in doing. This device was replaced without any incident. The patient's rhythm was atrial fibrillation with complete heart block. Lead test results were satisfactory and within acceptable limits. No additional adverse patent effects were reported. This device was received for analysis.

Event description:
It was reported that this device declared safety mode, which was observed while interrogating the device to gain device settings and history for generator replacement. The patient had a history of being pacemaker dependent. During the replacement procedure, extra measures were enabled to maintain a safe environment to replace the device. This included attaching external defibrillator pads, having the pacing system analyzer cables ready to pace the left ventricular epicardial lead, which the implanter decided to remove from the device header first. Additionally, IV isuprel was administered to encourage intrinsic rhythm, which was successful in doing. This device was replaced without any incident. The patient's rhythm was atrial fibrillation with complete heart block. Lead test results were satisfactory and within acceptable limits. No additional adverse patent effects were reported. This device is expected for return.